Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose. The customer¿s blood glucose level at the time of the incident was 54 mg/dl. The customer¿s blood glucose level at the time of the call was 115 mg/dl. The customer treated high blood glucose with a glucose/carb intake the customer confirmed that they had been using the insulin pump within 48 hours of the reported event. The customer also stated that the auto mode feature was active at the time of the incident. Troubleshooting was performed, and the insulin pump will not be returned for analysis.